Event description:
It was reported that when using the bd pyxis¿ es server new patients and orders did not cross over from medhost into pyxis. The user stated that the pyxis devices displayed icons at the top of each screen, indicating critical overrides. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient list was not updating and new orders were not crossing. A technical support specialist (tss) found that the clinical communication engine virtual machine was operating at one hundred percent c drive usage, which caused the service to stop. The tss accessed the esxi environment, added forty gigabytes to the c drive, and extended the drive within the operating system. The cce service was then restarted, and message traffic resumed successfully. As a proactive measure, additional random-access memory was added to both the clinical communication engine and application input/output processor. The system functioned as intended after the technical support specialist troubleshot the device.